Event description:
The field engineer reported that the cine drive cable was loose and the cine was not available, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sata power cable was replaced. The sys was then found to be operating as intended.